Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that each time the infusion set was removed, a red bump had appeared at the site. These bumps persisted, and the patient still had a red bump from 8 or 9 days ago. Although not inflamed, the bump had not disappeared. The infusion site had been changed every three days. The area had been cleaned with alcohol, and adhesive wipes had been applied as instructed during training. The adhesive had remained secure, with no kinks or other visible complications. Everything had appeared to be in good condition; however, the issue had arisen when the infusion set was removed. Additionally, insulin had been noticed leaking from the site on the stomach. An attempt had been made to use another part of the body, but it had not yielded favorable results. The event occurred while in use with a patient.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.